Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of three photographs of the staple line from a device. The visual inspection of the photographs is not clear enough to discern a root cause. Pmv performed functional testing could not be done due to the physical product has not arrived. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a gastric sleeve procedure. As the knife started to cut and the staples were deployed, the tissue cramped under the jaws and the staples were stuck above each other. In order to solve the issue, the surgeon started to removed the staples clip by clip so that he would not staple on the staples again. The surgery time was extended by more than thirty minutes. There was no patient harm.